Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection part of a home pd system kaguya set was broken and the connection was not completed. This occurred during prime of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.